Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial lead exhibited a high pacing impedance. The procedure was completed using another lead. There were no patient consequences.